Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device and photo sample were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test and clear passage under water were performed, and a leak was observed from the drip housing assembly at the downstream part. The reported condition was verified. The cause was determined to be due to method process variation or improper method during assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type tur/bladder irrigation set leaked from the drip cylinder during operation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.